Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code and health effect ¿ clinical code). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) showed poor arterial waveform quality. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the patient had a sitter and they were trying to keep them still but when moving, all pressures would be lost. Customer troubleshooting included flushing the inner lumen, using the iab fill key and exchanging consoles. Alarms were present but that was from the console that was exchanged, a picture was reviewed that showed irregular heart rhythm at a rate of 104, a severely dampened arterial waveform with no visible pressure and no augmentation pressure. The console did have an "unable to update timing" and "unable to calibrate fiber-optic sensor" alarm present. The patient's pressure had been 80/60 previously, hr nsr with pacs, ranging from 60-100 denying any a-fib, and that the patient was pale with labored breathing. The nature of the alarms was discussed how they can be caused by inadequate pulse pressure or map < 65. It was mentioned that the customer did not have pressure cables for transducer pressures and they were being obtained for verification that the inner lumen and fiber optic correlated. The customer mentioned the patient was in a flutter and an "auto r wave deflate" message was present, which was explained and esp personnel circled back to the reasoning for the alarms and collected more background on the patient. Patient was nstemi with a history of dementia, with no use of vasoactive medications prior to the loss of the pressures on the console. Esp personnel encouraged the customer to reach out to the attending for a plan of care related to the patient's hemodynamic status, as they were unable to get a blood pressure on the patient. The customer stated they were starting levo and requested epi from someone in the room and the call ended abruptly to prioritize patient care. A callback was received from the customer stating they had a code blue on the patient and were unable to obtain rosc.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed poor arterial waveform quality during use. The hospital was trying to keep the patient still but when he moved up a little, they suddenly lost all pressures. They had already tried to troubleshoot by flushing the inner lumen, using the iab fill key and exchanging consoles. Nurse sent an image of the console screen which showed an irregular heart rhythm at a rate of 104, a severely dampened arterial waveform with no visible pressure and no augmentation pressure. The console was pumping with an unable to update timing alarm and an unable to calibrate fiber-optic sensor alarm. He stated the patient's pressures had been 80s/60s previously, hr nsr with pacs, ranging from 60-100 denying any a fib, and that he was pale with labored breathing. The alarms could have been caused by inadequate pulse pressure or a map <65. Troubleshooting also revealed that they did not have pressure cables for transducer pressures and someone from the unit was going to ccl and or to find them for verification that the inner lumen and fiber optic correlated. The patient was in flutter and there was an auto r wave deflate message present. He was an nstemi from earlier in the day with a history of dementia. He had not been on any vasoactive medications prior to the loss of pressures on the console. Nurse called back at 12:41 am est to report that they called a code blue on the patient and were unable to obtain rosc. Later it was informed that the patient died.